Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, external interface board, and the ethernet cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and had data loss. No patient injury was reported.